Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had two cartridges from the same box that did not work. It was cutting, but it was not stapling and the staples were falling off.